Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: pt was having an x-ray exam. The system suddenly shut down when the wire was in the heart. Operator pressed "on" button and booted back-up with no errors. The pt was not injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.